Event description:
The reporter stated that she dosed insulin and then used the device about one hour later to check her blood glucose. The device result was 335mg/dl. She did not feel good and went to the ER. Her glucose was 500+ mg/dl at the hospital and she was admitted for two days.